Event description:
(B)(4). After 1 year of implantation menstrual cycle ceased, (B)(6) lb weight gain, sharp shooting pains in both feet as well as sharp shooting pain up vagina and anal area, joint pain, headache, intermittent painful rash on both hands, in 2014 severe vertigo which required 5 days of hospitalization and severe balance issues ongoing still. Thyroid values went from 1,60 to 4.0, hair loss, in (B)(6) 2015 vaginal bleeding and sustained severe abdominal cramping that is on going.